Manufacturer narrative:
The customer performed daily maintenance and then repeated qc successfully. The field service engineer (fse) replaced the sipper and performed analyzer checks successfully. The customer ran calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 iii assay results for 2 patient samples on a cobas e 801 module. Patient 1 had an initial ft4 result of 2.2 ng/dl. Patient 2 had an initial ft4 result of 6.53 ng/dl. The initial results were reported outside of the laboratory. The customer ran qc and the results were out of range. The samples that were run previously were repeated. Patient 1 had a repeat result of 1.4 ng/dl. Patient 2 had a repeat result of 2.4 ng/dl. The repeat results were deemed correct. The reagent lot is 59217201 and the expiration date is 31-mar-2023.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 and showed signals that were slightly lower than expected. The qc recovery data showed alarms that indicate a performance issue with the reagent or instrument. Qc was acceptable prior to the event. The alarm trace showed several maintenance-related alarms, preanalytic alarms, and hardware alarms. The field service engineer (fse) replaced a sipper and performed internal instrument checks successfully. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.